Event description:
A customer reported the machine switched off completely and would not reboot during a cataract with intraocular lens implant procedure. A new cartridge was inserted, however the machine kept resetting and they had to go back to start of settings. There was no patient harm reported. Additional information has been requested, but has not been received.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).